Event description:
It was reported that the patient underwent back surgery using rhbmp-2/acs. Reportedly, the patient "suffered from severe pain and ph ysical limitations."

Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: (B)(6) 2011: the patient was pre-operatively diagnosed with degenerative disc disease with chronic low back pain at l4-l5 and l5-s1 and underwent the following procedures: axial lif (lumbar interbody fusion) l4-l5 and l5-s1 using the trans1 system with right-sided pedicle screw placement in l4 through s1 with posterolateral fusion. As per operative notes,¿ under fluoroscopic guidance, the sequential dilators were placed and the trans1 screw was placed after preparation of the disc at l4-l5 and l5-s1. After the trans1 screw was placed adequately bridging the space from s1 to l4 and with good placement and good filling of the disc spaces with bmp (bone morphogenic protein) after preparation, the dilators were removed.¿ the patient tolerated the procedure well without any intraoperative complications.